Event description:
Reporter stated the buttons on the infusion device do not function. No adverse event was reported. The alleged product cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) doesn't allow product return.